Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Upon checking the unit it was found the dc output on the crm was unplugged. The fse plugged in the dc output cable, performed numerous auto fills, and the unit pumped as it should. Allowed unit to pump for an hour, performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) would not power up during autofill. There was no patient involvement, and no adverse event reported.

Event description:
N/a.